Event description:
It was reported that while testing the tps console with a drill at the user facility, when the drill was ran in forward, the console displayed it as reverse and when the drill was ran in reverse, the console displayed it as forward. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that while testing the tps console with a drill at the user facility, when the drill was ran in forward, the console displayed it as reverse and when the drill was ran in reverse, the console displayed it as forward. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The engineering technician reported the main board of the console was damaged. The device can drive handpieces in the wrong direction if the main board is damaged. Therefore, it is likely the reported event was being caused by the damaged main board.

Manufacturer narrative:
Device not yet returned for investigation.